Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed an error message indicating 'data sync setup¿. A technical support specialist (tss) verified the network speed and duplex settings of the primary network interface card and ran database queries to check the system status. The tss reviewed the data synchronization log, stopped the carefusion data synchronization and maintenance services, and performed a backup of the database. After deleting the old database and login, the tss repaired the med application, set the recovery model, refreshed sql server management studio (ssms), and detached the database. The tss then moved and reattached the database files, restarted the carefusion services, encrypted the database, and verified that the hotfixes were correctly applied. A full data synchronization was completed, the station name was verified, and the station was rebooted to resolve the issue. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a data sync setup error. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.